Manufacturer narrative:
Positioning issues: data log review confirmed an impella in aorta alarm about 5 hours into the case. The root cause of the positioning issue was most likely patient movement since the pump was pulled into the aorta when the nurse had turned the patient per clinical details. Access site bleeding - major: clinical details state that the pump was pulled back completely into the aorta after the nurse had turned the patient and redressed the groin site when it started oozing around the peel-away that was left in from insertion shortly after.¿ no other details known about the timing or treatment of the bleed. No product was returned and logs are not applicable. The root cause of the access site bleeding was not determined since insufficient clinical details were provided. Instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28868. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28868. B5 additional details regarding bandage change were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28868. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28868. H6 health effect - clinical code 1888 and health effect - impact code 4614 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28868. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28868.

Event description:
Additional details mentioned that the nurse had turned the patient and redressed the groin site when it started oozing around the peel-away that was left in from insertion shortly after. No other details known about the timing or treatment of the bleed.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp support. During redressing of the access site the patient was turned and the impella pulled back completely into the aorta. The impella was explanted, and the patient survived.